Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. Visual inspection found no defects. The device was activated on a simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Do not activate the instrument in an open circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, activation tones were heard upon pressing activation button however the tissue was not sealed. The issue occurred sometimes, not every time, of activation. The physician continued using the device until the end of procedure. The lower jaw was in contact with pulmonary artery and it was partially burnt. The degree of the burn is unknown and the size of the burn is unknown. There was no additional treatment and no adverse issue has been reported from the customer. The surgeon believes the burn was caused by the outside surface of the lower jaw. There was no patient harm. The operating time was not extended. There was no additional tissue resection or tissue damage. Nothing fell into the patient's cavity. There was no bleeding.